Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not moving. Customer blood glucose reading was 76 mg/dl. Troubleshoot was performed. Customer stated insulin pump was not been exposed to high magnetic field. Customer could not rewind because it stop than error shows on the insulin pump. Additionally, the error stops insulin delivery. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instructions. Insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with pump error during rewind due to motor gearbox jammed. The insulin pump passed the self test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The insulin pump was also received with scratched case and pillowing keypad overlay.